Manufacturer narrative:
It was reported that the device experienced several shutdown while it was turned on. DHR review and review of complaint history did not identified any contributory factors to the event. According to technical investigation an attempt to boot the robot failed due to the failure of the operating system to initiate properly. No evidence are provided to determine the root cause of this isolated issue. The robot was recorded as conforming after the preventive maintenance of the (B)(6).

Event description:
The surgeon powered rosa on, she said rosa was "acting funny." She turned system on and screen was blank. She looked at monitor cable to ensure there was video input, looked fine. Started rosa again and it shut itself down after start-up. Made another attempt to restart rosa and it was able to start-up with issue at the third attempt.